Event description:
Pt was on procedure table undergoing an outpatient cardiac procedure when the x-ray went down resulting in the inability to perform fluoro. The equipment did work properly 1/2 hr prior to this. Imaging equipment tech did troubleshooting and ge notified as well. At 0912 it came up briefly and then went back down spontaneously. At 930 ge tech reported that was on way to hosp. At 1015 the case was stopped and pt was rescheduled and procedure was completed 15 days later.